Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was returned from surgery broken, however there were no known issues during surgery. It is unknown at this time when or how the device broke.

Manufacturer narrative:
Review of the device history record and receiving inspection reports identified no deviations or anomalies. Visual examination concludes that the returned device is fractured. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of about 1 year before it fractured, which was manufactured in (B)(6) 2015 and has been used in an unknown number of surgeries. It is not confirmed whether surgical technique was utilized for the product. Tasp was manufactured after design change. Root cause of failure remains undetermined.